Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "kinking of guidewire after placing catheter". Cvc inserted in right ijv. Patient condition is reported as fine. The device was replaced.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "kinking of guidewire after placing catheter". Cvc inserted in right ijv. Patient condition is reported as fine. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one cvc kit containing a catheter, box clamp, and catheter over needle assembly. No spring wire guide (swg) was returned. No signs of use were present on the returned components. A 0.032" lab inventory swg was inserted into the catheter per IFU which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The swg was able to pass through the returned catheter with no issues. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." Complaint verification testing could not be performed as no swg was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "kinking of guidewire after placing catheter". Cvc inserted in right ijv. Patient condition is reported as fine. The device was replaced.